Manufacturer narrative:
The type and cause of regurgitation varies depending upon multiple factors. Typically, regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. In this case, the patient's comorbidities and age at implant likely played a roll in this event.

Manufacturer narrative:
Method: actual device not evaluated. Additional manufacturer narrative: stenosis of an implanted valve may be a manifestation of structural valve deterioration. In this case, the explanted device was not returned to edwards for analysis. Without return of the device, edwards is unable to conclusively determine the root cause for this event, or confirm the clinical observation. However, the patient's comorbidities and age at implant likely played a roll. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that this prosthetic valve was explanted after four (4) years, four (4) months due to truncal valve regurgitation. Upon examination, there was thickening and fusion at the prior commissuroplasty due to two (2) prior repairs made. The only commissure that was not fused was anteriorly between the two anterior leaflets; the area of the leakage. The valve was removed and a 25mm pericardial bioprosthesis was implanted. Tee revealed good biventricular function with no perivalvular leaks and no significant truncal valve regurgitation or stenosis. The patient tolerated the procedure well with no immediate complications and was transferred to the cardiac ICU in stable condition. He was later discharged home on post-op day 5.